Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition of the device drilling continued to run automatically was not detected; and therefore, was not confirmed. However, during evaluation, it was determined that the bearings were not functioning, the worn nose, bearings, shaft and damaged front plate of the handpiece, and the failed pre-repair diagnostic tests for leakage, attachment coupling assessment, and proper function of the triggers were determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(6) that the handpiece device kept running ¿out of itself.¿ this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.